Event description:
Patient representative reported that the patient wants implant removal due to concern with the product and extreme pain. This record is for the right side. The device has been explanted. Patient representative reported "removal of implants due to increased risk of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish and fear of alcl, increased risk of alcl, explant, revision, capsulectomy, rash, itching, pain, contracture, asymmetry, swelling, seroma, chronic inflammation, excess scarring, disfigurement, subcellular changes, scar adhesion, pain and suffering, fear and emotional distress associated with risk of alcl, anxiety, depression, panic, posttraumatic stress, insomnia, weight changes, irritable bowel, headache, gi upset; post-operative complications including infection, and other physical and emotional manifestations that are severe and ongoing." The events of headache, depression, mental anguish, irritable bowl, headaches, chronic scarring, sub-cellular changes, post traumatic stress, insomnia, weight changes, gi upset, scar adhesion, other physical and emotional manifestations that are severe and ongoing are considered not device related.

Manufacturer narrative:
The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma.